Event description:
On (B)(6) 2009 the physician's assistant reported to maquet territory manager during a passing conversation that during an endoscopic vein harvesting procedure, the hemopro vh-3000 began overheating in the pt's leg. On 09/11/2009: maquet territory manager stated that the procedure was completed using a replacement device. The hospital did not report any pt complication.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).